Event description:
Ous MDR - it was reported that the pacemaker stopped pacing shortly after the implantation. The lead parameters were checked and found to be normal. The device was replaced.

Manufacturer narrative:
Upon receipt, the pacemaker was interrogated and the memory content was analyzed indicating no anomalies. However, lead failure was documented in the devices memory, shortly after the completion of the auto implant detection. The header of the device was analyzed. The set screw could be easily screwed in and out and there was no foreign material inside the header bore. All dimensions of the header bore were within the range requested by the standard specifications. Also the spring element of the pacemaker did not show any deviations. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. An additional long-term pacing test was initiated. During the test, each pacing pulse was recorded. The evaluation of these pacing pulses documented regular device behavior. There was no intermittent or permanent loss of output. The quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. In conclusion, the device is fully functional. The analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.